Event description:
The facility's biomed reported a fail code 814:04, which occurred during patient use. Information was requested by baxter regarding specific patient information, whether or not their was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.